Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. Date of event is an approximation. The patient reported via sprinklr (social media) that the cgm was 100 mg/dl off, resulting in diabetic ketoacidosis (dka) and hospitalization. The event (B)(6) 2025 occurred the day after the sensor had been inserted in the arm. According to follow up with the patient by phone on (B)(6) 2025, the patient uses tandem t slim and had just changed the infusion set. The estimated glucose value (egvs) on the pump screen reportedly kept going up and up, although the patient also mentioned that the tandem pump did not alert of this high. (Tandem was not notified as the patient had changed to omnipod by the time of the follow-up call.) The patient had bad breath and vomited all day with lethargy. The patient was out of fingerstick supplies and therefore did not check the bg. Paramedics were called, and the bg was high 400 mg/dl while the egv was about 368 mg/dl. In the hospital, the bg was 494 mg/dl while the egv was still under 300 mg/dl. The patient was hospitalized for 3 days with dka and treated with insulin and zofran. At the time of follow-up, the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. It has been reported that there was a difference in readings of 100 mg/dl which resulted in dka. There were no reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the a zone of the parkes error grid when paramedics were called. The reported glucose values fall within the b zone of the parkes error grid when the patient was checked at the hospital. No additional patient or event information is available.